Event description:
Ligasure was entered into a trocar and 2 plastic shavings fell into abdomen. Ligasure was removed from trocar. Ligasure looked to be bent. Trocar was replaced. Ligasure replaced. Shavings removed from patient. No complications occurred. FDA safety report ID # (B)(4).